Event description:
There is no pt table encoding device on the end stand holders to enable tracking of the pt table. With this current condition, the possibility exists for the end stands to become out of sync and the table can fall off the system. The MFR was noticed of this problem last december.